Event description:
I had a ethicon proceed surgical mesh, product code phy0715r, lot number cm8lmja1, implanted in (B)(6) 2011 for abdominal hernia. It caused more pain than before the surgery. It had to be removed in (B)(6) 2011 because of the severe pain. No mesh replaced it. Hernia was stitched but I continued to have severe pain. I went through a lot of tests before having the mesh removed and after it was removed to be sure nothing else was wrong. All tests were negative. The hernia was repaired again in (B)(6) 2013. A new mesh could not be used because there was too much damage from the previous ethicon mesh. I continue to be in pain from the day the mesh was first put in back in 2008.